Event description:
It was reported that high hv lead impedance was observed. A problem with the svc coil was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.